Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137450. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.